Manufacturer narrative:
H11: additional manufacturer narrative: updated sections g3, g6, h2, h6 (investigation findings, investigation conclusions). H11: corrected data: h6 (type of investigation). The complaint is unable to be confirmed as the unit was not returned for evaluation, and no relevant imagery was provided. There is no evidence to suggest an edwards manufacturing defect. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A DHR review was performed, and no related manufacturing nonconformances were identified. The most likely cause is procedural factors as the traction on the anterior mitral leaflet (a2) was caused by the anchoring sutures placed.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported through implant patient registry and learned through medical records that a patient with a 23mm 11500a aortic valve was explanted at implant due to moderate mitral regurgitation due to the traction on the anterior mitral leaflet (a2) created by the anchoring sutures placed in the noncoronary sinus annulus. The explanted valve was replaced with a 23mm 11500a valve. Per records received, the 23mm 11500a valve was implanted and secured with cor-knot devices. Tee demonstrated a well-seated prosthesis without pvl. However, after removing the lv vent, new moderate central mitral regurgitation became apparent. It was determined that traction on the anterior mitral leaflet (a2) had been created by the anchoring sutures placed in the noncoronary sinus annulus. It was then decided to redo aortic valve replacement rather than mitral valve replacement. And repeat cardioplegia and cross-clamp were applied using the same sequence as before. The previous aortotomy was reopened, the prosthesis was carefully explanted with removal of all cor-knots and pledgets. Although the explanted valve showed no obvious structural damage, a new 23 mm inspiris resilia prosthesis (sn 12346714) was chosen to avoid potential leaflet microtrauma. Careful inspection of the noncoronary annulus confirmed feasibility of repositioning the anchoring sutures further away from the anterior mitral leaflet to minimize traction. The new prosthesis was then implanted and secured in the standard fashion. The aortotomy was reclosed in two layers. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.